Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the ipg pocket revision on (B)(6) 2019 due to weight lost. Surgical intervention resolved the patient's issue. Therapy was restored post operatively.